Event description:
It was reported to philips that the paddle for the unit was scorched. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the paddle for the unit was scorched. There was reportedly no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the paddle for the unit was scorched and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the external paddle set. The paddle set and coinciding plates were replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.